Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation identified and confirmed a delayed keypad response. The cause was identified to be a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation identified and confirmed the device powering off without user input. The cause was identified to be a software anomaly. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a delayed keypad response and powered off without user input. There was no patient involvement. No additional information is available.